Event description:
A nurse reported that during cataract surgery, a rubber glove got caught in the IV pole causing persistent system messages. A second system was used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported problem of rubber glove stuck in pole. The company rep removed the debris and cleared pole. The system was then tested and met product specs. No samples were returned for eval. No conclusion can be drawn. (B)(4).